Manufacturer narrative:
(B)(4). Batch #: unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the white tissue pad was fallen off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # r93a3g. The device received was returned with the tissue pad with no apparent damage, properly attached to the clamp arm, and not detached as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.